Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had been having high blood glucose for about a month. The customer had a high blood glucose levels of 575 mg/dl on the day of the call which they treated for with manual injections. The customer also had a stroke. The customer's blood glucose at the time of the call was 401 mg/dl. Troubleshooting was performed and the insulin pump passed functional testing. The insulin pump will not be returned for analysis.